Event description:
Preop diagnosis: loss of fixation due to plate failure, left index finger metacarpal fracture. Postop: same. Procedures performed: exploration of left index metacarpal with removal of old hardware; open reduction, internal fixation of left index finger metacarpal fracture with locking 2.3 millimeter plate; dbx bone graft substitute, application to fracture site and old screw holes.